Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the device was not returned at the time of this report. The device history record (DHR) review did not show issues related to the complaint. The device was manufactured on 04/13/2009. A document assessment ((B)(4)) was conducted and no changes were required. The reported complaint cannot be confirmed since the device sample is not available to perform a proper investigation, determine the root cause and assign corrective actions. If the device sample becomes available at a later date, this complaint will be updated accordingly.

Event description:
The event is reported as: the unit's red wrench is alarming continuously. No harm or injury to patient reported.

Manufacturer narrative:
Qn#(B)(4). The sample was returned for evaluation. A visual exam was performed and no issues were observed. Functional testing was also performed. The unit passed the initial power connect test, and the power-on self-test (p.o.s.t.) With no issues. During the temperature display accuracy test the unit displayed the correct temperatures and properly alarmed in the high temperature scenario. The unit was prepared for the functional bench test where water, an adult breathing circuit (880-36kit) , 10 lpm of air pressure , and a low compliance column is connected to the unit for a real time operational scenario. The unit successfully negotiated all pre-operational self-tests again and was functioning real time. The unit functioned without interruption for 6 hours. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the returned device.

Event description:
The event is reported as: the unit's red wrench is alarming continuously. No harm or injury to patient reported.